Manufacturer narrative:
Date sent: 3/11/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open lobectomy thoracic procedure, after several firings the device was placed on the pulmonary artery and fired, but when trying to release the device, it was noticed the articulating joint had separated from the shaft of the device preventing it from opening. Another device was placed proximal to the stapler and fired in order to remove the locked device along with the specimen. There was no patient consequence.